Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins). X-rays were performed and found that the ins had not flipped. The ins was replaced and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, model #37712 / serial #(B)(4), found no significant anomalies; the battery was overdischarged and permanently damaged. According to the trace report obtained from the device, the total recharge count was 8. The last recorded recharge session done while the device was implanted was a physician mode recharge (pmr) that reset the device date to the default date 3/1/2000. The device was recharged for 25 minutes from 2.010vto 3.185v. Prior to the pmr the device was recharged on 11/1/2011 for 37 minutes. The battery charged from 3.005v to 3.635v. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to the lock mode on 11/1/2011. Testing of the recharge function of the device found it to be functioning normally. The device was recharged at body temperature with approximately 1cm of space between the device and charger antenna. The charge time was 5hrs 1 min. The device charged from 2.045vto 3.825v with 100% coupling. Battery discharged rapidly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.